Event description:
It was reported the patient¿s left lead was replaced in 2006. No outcome or the cause of the lead replacement was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 748240, serial# (B)(4), implanted: 2002-(B)(6), product type extension. Product ID neu_ptm_prog, product type programmer, patient. Product ID neu_unknown_lead, serial# (B)(4), product type lead. (B)(4).

Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.